Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Other device used: catalog #00111314001, palacos r+g bone cement, lot #69494225 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. The information provided on the this form was previously submitted under manufacturing report number 1822565-2015-00574. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. A product history search identified no other complaint for the part and lot combination of the tibial component. The primary surgical notes state that the surgeon found that the tibia was just barely a size 3 and there was about one millimeter of overhang medially. A slight lateralizing of the tibial component provided good cortical end contact. With trial components, full extension was achieved, with no varus-valgus laxity at 0 and 45 degrees, good patellar tracking, and good range of motion. Review of the revision surgical notes found that the patient experienced a significant pain increase with all activities along the medial aspect of the total knee arthroplasty over the year pre-revision. As per the surgeon, x-rays demonstrated radiolucency under the tibial component. There was a moderate amount of subsidence and medial tibia bone loss. The tibial component was loose. The previous tibial cut was found rather low at the level of the fibular head. Per the package insert of the component, it should not be used if there is insufficient bone stock on the tibial surface. Also, loosening of the prosthetic knee components and pain are known adverse effects of this procedure. The medial pain and tibia bone loss as well as the low tibia cut coincide with the initial medial overhang of the tibial component, although reduced by a lateral shift implantation. Therefore, possible misuse by the user is considered as the root cause.